Event description:
Guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Additional information received indicates that this ICD displayed an elective replacement indicator (eri). There is concern that the battery depleted earlier than expected.